Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that one of his batteries displays the battery fault light when in the charger. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, it was discovered that the battery pack was not in specifications. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt rec'd a replacement battery.